Event description:
During central processing, the user facility reportedly identified that the black insulation on the distal end of the thoracic grasper instrument was peeling. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the black insulation at the distal end of the instrument was peeling. The insulation was gouged on one side and had couple pieces missing (roughly 0.4 and 01.25 above the instrument's snake wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.